Manufacturer narrative:
The device was received and the distal tip of exposed soft cannula was found to be flattened. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase during operation that would indicate a failure to deliver insulin. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod and a correctional bolus.